Manufacturer narrative:
(B)(4). Upon preliminary investigation of the complaint it was determined that the issue reported by the customer does not reflect a reportable event; thus, the initial MDR submitted on 10/10/2019 was sent in error.

Event description:
The customer reports: when performing the needle pass with the introducer, is noticed that the tip is kinked. They decided to change the device to a new one and avoid damage to the patient.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports: when performing the needle pass with the introducer, is noticed that the tip is kinked. They decided to change the device to a new one and avoid damage to the patient.